Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic due to the pulse generator's patient notification was constantly beeping. Attempts to interrogate the device were unsuccessful. A surface electrocardiogram revealed that the device exhibited intermittent output. The patient's rhythm was sinus around 70 ppm. The device was explanted and replaced. The patient was fine before, during and post procedure.